Manufacturer narrative:
One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The catheter had been bent 3.9720¿ proximal to the distal tip, along the green shaft. The shaft material was fractured at this location; however, the internal tubing and wires within the shaft were not fractured at this location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture found in the catheter during analysis.